Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device alarmed for "low pressure". The device's power board needs to be replaced to address the issue.